Manufacturer narrative:
Other, other text: h6 codes updated. No device was returned for investigation. One photo was submitted instead. In the photo, two devices were pictured. One device the cuff was slightly inflated with minor asymmetry. The other device was not inflated enough to determine symmetry. Investigators stated that the devices were not inflated enough to confirm asymmetry from the photo alone. Without the device, no further investigation completed, no fault was found. Device history review of the reported lot number showed no non-conformities during the manufacturing process.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the cuff was used and reprocessed but now has a lopsided appearance with a bulge, which affects the seal against the tracheal wall and makes ventilation difficult. There has been no report of patient injury, no observable clinical symptoms, or a change in symptoms identified in the patient.